Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that 17 days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis event manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. The same day the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection, vancomycin, and piperacillin/sulbactam sodium injection (dose, frequency, and route were not reported). At the time of this report, the patient has not recovered from the event. The action taken with pd therapy was unknown. The reporter declined to provide additional information.